Event description:
The device was evaluated at the facility by a baxter representative for service. During service by baxter technician, the device showed that failure code 570 occurred in the event history and the batteries were depleted. The hospital representative stated thay have no record of any patient incident involving the pump since the last baxter service event.